Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
A theatre manager reported experiencing three cutters that were faulty and did not work during a procedure. The status of the aspiration was not provided. The product sample was reported as being retained. The procedure was continued and there was no harm to the patient. Additional information was requested; however, none has been received to date. This is one of two reports being filed for this facility.

Manufacturer narrative:
A review of the related device history record indicated that the products were processed and released according to the product¿s acceptance criteria. Three probe samples were returned for evaluation. Sample #1: the sample was visually inspected and was deemed nonconforming due to its use as foreign material was present on the needle surface. Actuation testing was performed and deemed conforming. Aspiration testing was performed and deemed conforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The complaint evaluation did not confirm the probe cutter was faulty and not working. The probe functional testing met specification. The reason why the end user thought the cutter was not working cannot be determined for this sample. Samples #2 and #3: upon visual inspection, it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint was an occluded drive line which was related to an error during the manufacturing process. This defect would have rendered the devices inoperable and thus eliminate any risk to the patient. An action has been opened to determine a root cause and implement appropriate corrective action for complaints of a similar nature (B)(4).